Manufacturer narrative:
Investigation summary: samples were received and an investigation was performed. This is the 3rd related complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Bd was not able to duplicate or confirm the indicated issue hence the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time. Investigation conclusion: a complaint history check was performed and this is the 3rd. Related complaint for needle clog on lot # 0030715. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (clog). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause cannot be determined at this time as the issue is unconfirmed. Based on the above, no additional investigation and no CAPA/sa is required at this time.

Event description:
It was reported that the bd ultra fine¿ pen needle was unable to deliver insulin. The following information was provided by the initial reporter: consumer reported finding 1 pen needle that clogged during injection with medication pen. Consumer called manufacture of pen, they informed to look at the non patient end of needle. Consumer noticed non patient end bent down. Informed proper placement of the non patient end onto the pen and to always complete a flow check.